Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that the drive support cap was loose. The customer's blood glucose was unknown at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk and with intermittent button response due to moisture damage keypad traces. Unable to perform occlusion, prime and excessive no delivery tests due to compromised force sensor system alarm. No button error alarm during our testing. However, the insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. The insulin pump had cracked reservoir tube lip, keypad overlay texture damage, scratched reservoir tube window, cracked battery tube threads, scratched case, minor scratched lcd window and missing the end cap sticker.